Manufacturer narrative:
The event is reported at this time because analysis indicated the event was reportable. Product analysis findings: a pipeline flex embolization device and a phenom catheter were returned for analysis within a shipping box; within an opened pipeline flex embolization device outer carton and within an opened pipeline flex embolization device inner pouch. The phenom catheter used during the event was returned; however, the model and lot numbers were not reported; therefore, compatibility could not be assessed. The pipeline braid was found to be stuck within the phenom hub. The pipeline flex braid was then removed from the phenom hub. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with the ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be missing. The tip coil was found to be missing. The proximal braid end was found to be collapsed and damaged. The distal braid end was found to be collapsed and damaged. The phenom catheter was flushed, and water exited the distal tip. The phenom catheter was tested with an in-house 0.026 in mandrel. The in-house mandrel was inserted into the phenom and was able to pass through the distal tip without issue. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿lockup/resistance at distal segment of catheter¿ was unable to be confirmed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. However, the cause for the resistance could not be determined. It is possible the kinked catheter body contributed to the resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that once the microcatheter was placed in the m1, the pipeline was delivered in the artery with minimal resistance to advance. After several attempts, it was not possible to release the device due to resistance in the distal segment of the catheter. It was noted a continuous flush had been used, and the physician released the slack in the system in an attempt to resolve the issue, but the issue was not resolved. There was no damage observed to the catheter or pushwire. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 12 mm and a 5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate.